Event description:
It was reported that on (B)(6) 2011, the patient underwent a stenting procedure and an xact stent was implanted. Post-procedure, the patient experienced a superacute intracranial hemorrhage and was transferred to another facility for further support. The patient died on (B)(6) 2011. Additional information received indicates that hyperperfusion syndrome resulted in an intracranial hemorrhage. No additional information has been provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported patient effects of neurological deficit/dysfunction, intracranial hemorrhage and death are known adverse events as listed in the xact stent system instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.